Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. A complete lead was returned in one piece for evaluation. Electrical testing, visual examination and x-ray inspections were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold. The lv lead was not used and replaced. The patient was in stable condition.